Event description:
During a laparoscopy, roux-en-y bypass the device was not firing correctly. On the enterotomy closure, there was complete misfiring with jagged edges of the stapler line falling apart and bleeding over the line. Another device was used and it seemed to appropriately close without any issues.manufacturer response for stapler, cutter, surgical, echelon flex, endopath: no response yet.